Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg) had no telemetry. It was also noted the ipg was at end of life (eol). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.